Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of above 600mg/dl due to insulin flow blocked alarm and transmitter issues. The customer indicated that due to the high blood glucose, they went into diabetic ketoacidosis. The customer's mother did not have the pump with her and was advised to call back to further troubleshoot when they have the pump. No further details given.